Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: the product was not returned to the manufacturing site; therefore, an investigation could not be performed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing record was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review identified no non-conformance reports and/or exception report associated with this production order. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery with an intralase patient interface (pi) after the laser fired. It was noted that one (1) procedure was lost and that the surgery was completed using the same pi. There was no patient injury or medical complication reported.